Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the malfunction code, which did not recur after the reset, allowing the customer to continue using the pump.